Event description:
In 2008, it was reported to boston scientific corporation that a one step button enteral feeding device was planned to be used on the previous day; however, according to the complainant, when the package was opened, the kit was missing components. It was reported that the physician completed the procedure on the following day. No further information has been ascertainable from the user facility.

Manufacturer narrative:
The lot number is unknown; therefore, the date of MFR cannot be determined. Although the complainant indicated that the suspect device would be returned, it has not been received. Therefore, a device evaluation has not been completed and the cause of the reported malfunction is currently undetermined.